Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 80 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 50 mg/dl at the time of the incident. Customer¿s current blood glucose level was 65 mg/dl. The customer stated the insulin pump suspends or was suspended his blood glucose was continued to drop. The customer stated I had my low shut off at 80 mg/dl and it shuts off all the time. The product was not returned for analysis. The customer¿s blood glucose was 46 mg/dl. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer¿s current blood glucose was 234 mg/dl. The customer treated with food. Customer alleged insulin pump was over delivering because he had been having lows for months. The product was returned for analysis.